Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.65mm at the swaged end compared to the nominal pin diameter of 1.58mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint regarding pin at the instrument tip dislodged was confirmed by failure analysis. Common causes of the failure mode dislodged instrument grips pin are attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the prograsp forceps instrument was found to have a dislodged pin. There was no additional information provided. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that there were no delays to the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.